Event description:
The customer alleged that her contour meter read 125 mg/dl higher than another meter, although she could not recall the exact readings. If the customer's contour read 225 mg/dl and the other meter read 100 mg/dl, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also stated that on one occasion she tested her blood glucose and then took insulin based on the contour reading. After taking insulin, the customer began to sweat and then passed out. She was given juice in order to raise her blood glucose level. She did not require outside medical attention. The customer was to return the test strips for eval, but the qa lab only rec'd an empty bottle. The meter was returned and evaluated. Replacement prods were sent to the customer.